Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: the device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component failure. Reporter¿s phone number is not available. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the small battery drive device had heat, would not run and failed pre-test for check function of the device and check power with the test bench. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in (B)(6). All available information has been disclosed. If additional information should become available, an additional report will be submitted accordingly.